Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Customer called me the day before for initially a leakage of probably dextrose solution from the reservoir or the side arm without any problem for the pump, followed by a problem with the purge pressure (high pressure) on novembre 26th.they tried all procedures for troubleshoot the alarm (no kinks, change of purge cassette, deairing).